Event description:
Clinician claims upon pulling IV out of patient's skin, the IV catheter tip was split. Patient was re-stuck a second time. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details: none.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Your report of a damaged catheter was confirmed; however, the root cause could not be determined. The returned 22g insyte autoguard device exhibited evidence of use. The IV catheter was received separate from the needle. The needle was received fully retracted within the shield. A microscopic examination of the IV catheter revealed a v-shaped breach in the tubing near the catheter tip. The size and direction of the breach was consistent with needle puncture damage. As the sample exhibited evidence of use, the damage may have occurred due to complications during the insertion process; however, the root cause could not be determined. The instructions for use (IFU) indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A device history record review showed no non-conformances associated with this issue during the production of this batch. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.